Event description:
It was reported that during a retrospective review of device data it was identified that this implantable cardioverter defibrillator (ICD) exhibited an episode of inappropriate shocks due to atrial fibrillation with rapid ventricular response. No other information was provided. This device was explanted four years after implant. No further adverse patient effects were reported.